Event description:
Pt received CPAP unit in 2002 as a brand new machine. In 2004, the machine failed to operate-displayed a "system error 14" message. The manufacturer's sales reported a faulty pressure transducer.